Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the nurses were previously able to select my patients in pyxis and view all patients assigned to the unit; however, they had to use facility search, which also displayed discharged patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the assigned patients did not display under my patients. A technical support specialist dialed into the system, followed the proper data sync 2.0 procedure, backed up the database, and successfully performed a full data sync. The system functioned as intended after the technical support specialist repaired the device.z